Event description:
It was reported that this patient with an implantable pacemaker recently was evaluated in-clinic, where evidence of far-field atrial over-sensing was observed. Boston scientific technical services (ts) was contacted for review, and it was discussed that the provided electrocardiogram (egm) pointed towards a potential right atrial (ra) lead displacement. Additionally, it was noted that the patient had previously had a right ventricular (rv) lead revision procedure, which could have caused the ra lead displacement. It was clarified that the physician had originally implanted a non-boston scientific rv lead, which had dislodged from the implant location. That rv lead was then surgically explanted and replaced with a new rv lead. Recently, the physician surgically explanted and replaced the ra lead to resolve the event. No additional adverse patient effects were reported. The pacemaker remains implanted and in-service, and the explanted ra lead was discarded was discarded and will not be returned for analysis.

Event description:
It was reported that this patient with an implantable pacemaker recently was evaluated in-clinic, where evidence of far-field atrial over-sensing was observed. Boston scientific technical services (ts) was contacted for review, and it was discussed that the provided electrocardiogram (egm) pointed towards a potential right atrial (ra) lead displacement. Additionally, it was noted that the patient had previously had a right ventricular (rv) lead revision procedure, which could have caused the ra lead displacement. It is currently unknown whether the ra and rv leads are boston scientific products. At this time, the system remains implanted and in-service. No adverse patient effects were reported.